Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from the consumer. This case was cross referenced with case ID: (B)(4) (same pt). This case concerns a male pt (age unk) who experienced post injection knee pain and had difficulty in walking while receiving synvisc injection. The pt's past medical history included medical device implantation with synvisc injection in bilateral knees (about two years ago) without any problem. No previous medications, concomitant medications or concurrent conditions were reported. On an unknown date, the pt started treatment with synvisc injection at a dose of 2 ml (route of administration, frequency, batch number and expiration date unknown) for osteoarthritis. On an unknown date, after receiving the second injection, the pt experienced knee pain and could hardly walk for several days post injection. It was reported that the pt finished the total of three injections after the events. Action taken for synvisc: no change corrective treatment: required the aid of crutches or a cane for ambulation at times. Outcome for both the events: unknown. The pharmaceutical technical complaint (ptc) was initiated and investigation results are pending.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated on (B)(4) 2013: the causal role of the synvisc cannot be assessed for weigh bearing difficulty and knee pain, since the lack of info regarding the concomitant medications used by the pt, the relevant medical history, the concurrent condition precludes the complete cause assessment of the case. Medically significant.